Event description:
Started case with trial covidien surgical pencil. Surgical pencil was set down on drape after first initial pass. Hole burned through towel and drape. Small flame present with burn. No patient injury identified at this time. Surgery on going at time of this variance.